Event description:
Pt was seen for multiple hernias. Parietex surgical mesh was utilized for repair of damaged area. Five months post op, pt presented with severe abdominal pain that worsened. She notified surgeon of ongoing discomfort. Current diagnosis is gastroparesis.